Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient representative reported right side pain. Later, healthcare professional reported that a patient experienced ¿there is also a small increase in the cystic seroma around the right implant compared to the left, but without diffusion restriction. Device has been explanted.